Manufacturer narrative:
(B)(4). D10: 00596202210 - articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height - 64316020; 00598002701 - stemmed tibial component precoat size 1 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - j6754604; 00597206529 - all poly petella standard cemented size 29 mm diameter 8.0 mm thickness - 65061445. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty and approximately 11 months later, they were revised due to stiffness and limited extension as they were unable to extend their leg out straight. The femoral component was revised and there was also a ligament release performed. It was noted that the patient was noncompliant with rehab. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the reported issue is attributed to patient non-compliance during re-hab. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.